Event description:
The patient's father reported that on (B)(6) 2014 after his sone wore the pod on his arm he noticed the site was dark red, painful, and the irritation was the size of a golf ball. He took him to his doctor and his site had to balanced. Attempts were made to reach the parent to obtain additional information about the event, but there was no answer and no voice mail set up, so no message could be left.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's site irritation. No qualification and sterilization records were reviewed because no product lot number was reported.